Manufacturer narrative:
Event date: the exact date of the event is unknown. Current date on this report is an estimated date. The implant date, lot number, manufacture date, expiration date for the implanted cuff were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are known risk associated with the procedure and indicated in the labeling.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring stress urinary incontinence, which led to a surgical intervention. During surgery, cuff sizing issues were confirmed and urethral atrophy was suspected. Therefore, it was decided to remove and replace the entire aus. No additional patient complications were reported.